Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room for hyperglycemia on (B)(6) 2025. The patient's blood glucose levels were over 500 mg/dl while wearing the pod for more than 48 hours. Symptoms reported include elevated blood glucose levels and tiredness. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and the skin was wet. It was reported that the cannula was "not under" the patient's skin and the back of the pod was "soaked." The patient's blood glucose levels were checked, blood work was performed, and intravenous insulin was given as treatment. The patient was released the same day, after 4-5 hours.